Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached at 5,682 joules. Also, it was reported the fiber cap did not detach inside of the patient and therefore was not retrieved.